Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7085441.

Event description:
It was reported that the patients midline incision wound never healed. The patient was seen by a dermatologist and stated that the wound started to heal better. It then opened back up again and one of the leads was now poking out through the incision. The physician believed that healing impaired was due to seroma. The patient underwent an explant procedure and was doing well postoperatively. The explanted leads were discarded.